Event description:
While the ventilator was connected to a neonate pt, it was observed that the ventilator reset the ventilation mode close to every minute. It would deliver 2 breaths and on the 3rd breath, the pressure would rise up to the pressure limit, alarm "paw high" (high airway pressure) and then return to normal ventilation around the tidal volume setting of 3 cc. There it would stay for another minute or so until it reset again. There is no pt injury reported.